Event description:
During programming of pump, white screen appeared with an alarm and indicated a nvram access software error had occurred. Another pump was obtained and successfully programmed. No patient involvement, no adverse reaction or need for medical intervention and no delay in critical therapy was reported. No additional patient information provided by department.======================manufacturer response for general purpose IV pump, symbiq (per site reporter)======================test and investigation duplicated the complaint of "nvram access software error, white screen" during testing. The device failed power on self test with white screen software error. The root cause was due to corrupted software. Manufacturer re-downloaded software.